Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It is reported that the patient has undergone the first stage of a two stage revision due to infection.